Event description:
Customer called to report that the unicel dxc 800 synchron system displayed suppressed sodium, carbon dioxide, and calcium results. The results were not reported out of the laboratory. When the issue was noticed, the samples were rerun on another dxc instrument in the laboratory, and those results were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer attempted to recalibrate the instrument, which failed. During troubleshooting, customer discovered a leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. The field service engineer (fse) inspected the instrument and removed a clot from the electrolyte injection cup (eic) assembly by line #24. The fse also found a tear in the eic valve, which the fse replaced. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
The issue was resolved when the field service engineer removed the clot from a line in the eic assembly and replaced a torn eic valve. (B)(4).